Manufacturer narrative:
Examination of the submitted 961671 univ rev fem broach reamer confirmed damage to the threads. The root cause is attributed to misuse through cross-threading with the mating instrument. Based on the determination of misuse as the root cause, the need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The threads on the inside of the cone reamer are stripped.